Event description:
Patient (pt) called back stating they had trouble before and called into patient services but they never got their issue accomplished. They ended up getting the ins charging to work but then the other night and they got the ins to 50% then it quit working and the charging went dead. Pt said everything went to 0 and they got a code of 9727 contact, the power button flashed red on the wireless recharger. Pt noted the ins battery did not last long, after 5 days it was down to 40%. During call pt reset the wireless recharger and attempted to recharge the ins, pt got stuck on connecting to recharger and pt noted it usually took forever on this screen. Pt restarted the handset and closed all applications. Pt then attempted to recharge the ins and they got recharging excellent. The ins was at 30%. Pt said they were able to get to the ins charging screen faster than normal. Agent closed case. Pt called back but said the charging issue is persisting. They are now seeing a service code of 4100. A request was sent to the repair department to replace the recharger. Patient (pt) called back stating they were sent out a new wireless recharger and it did not work. They pressed the power button and the button turned red or orange then shut off. During call pt closed all applications. Pt went into the recharger application and switched recharger. Pt scanned the wireless recharger code and was able to recharge the ins at excellent connection. Agent closed case.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller stated they can't get the implant to charge. Caller stated that the last time it worked they had an excellent connection and it took over an hour to get 20% more charge in the implant. Agent walked caller through resetting the wireless recharger. Caller confirmed seeing 3 bars on the wireless recharger. Caller connected to the implant with excellent connection. Agent reviewed with caller everything appears to be working as intended. Caller mentioned that this is the first time that they tried recharging with their shirt on and mostly it's against the skin. Agent tried to review the information to the caller and recommended to meet with their managing healthcare provider (hcp) to get the implant pocket check since the wireless recharger is working as intended. Agent tried to review best charging practice to always have excellent connection and avoid disconnecting to wr to finish the recharging faster. No symptoms were reported.